Event description:
A pt reported he had initial surgery (B)(6) 2010 for the removal of osteophytes. A carpometacarpal implant was implanted at the time of surgery. The pt has visited the surgeon after the surgery several times to complain of pain. A second surgery was done to remove osteophytes. The pt still is experiencing pain. No other info is available to report.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.